Event description:
An affiliate reported, that a male pt was admitted, for a percutaneous coronary intervention to treat a 70 - 90% stenosed right coronary artery (rca) lesion. While attempting to push forward the 2.25 x 8 mm cypher select plus stent into the proximal/mid portion of the rca, the physician encountered resistance, and the middle portion of the metal hypotube shaft, of the deliver system was determined to be broken. The device separated about 40 cm from the proximal part/hub. It was noted that the broken part was easily retracted from the patient through the guiding catheter. Excessive torquing was not required. The shaft broke outside of the guiding catheter, and they fixed it with a clamp, and retrieve all together (guiding catheter, guide and stent). The procedure was completed with a 2.25 x 8 mm stent. The pt is in good condition. The vessel diameter was 2.25 mm and non-tortuous. The de novo lesion length was 7 mm and mildly calcified. The lesion was not pre-dilated. It was reported that the product was not damaged when it was removed from the package.

Manufacturer narrative:
The device is available for evaluation, but has not yet been returned. The product is not distributed in the united states, however, it is similar to the united states product. Additional information has been requested, and will be submitted within 30 days of receipt.